Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was unknown. Customer's mother stated patient had been swimming with pump before alarm occurred. Customer was advised that pump will have to be replaced and return.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to corroded force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked case (battery tube) and minor scratches on lcd window.